Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that when the unit was powered on an e-1 error was displayed. It was further reported that this occurred during preparation and did not affect the pt.